Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, and h10.

Event description:
It was reported that a fractured provisional was received from a hospital after it was dropped on the floor. There was no reported patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d1, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - provisional bottom. The reported event was confirmed via product return; visual examination identified signs of use and post was fractured. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user not following instructions for use, as the device was dropped. Per the IFU, it is stated that instruments should not be subjected to high loads and/or impact as breakage can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was received from a hospital. There was no reported patient involvement. Attempts have been made and no further information has been provided.